Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c165 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were having issues with the implant site and leads. Patient stated they would be sitting and all of a sudden, they would get up and the pain and stinging would flare up; patient added that when they charge the implant the implant gets too hot and they have to stop. Patient also stated they were experiencing stabbing pains, burning, and stinging where the wires come out of the implant. Patient mentioned sometimes there was burning where the wires went in their spine. Patient confirmed the pain was not all the time, but most of the time and it would mostly flare. Patient noted they could not charge their implant until it was fully charged because it would start burning so bad. Patient mentioned that they called their doctors office who told them to call the rep who told them to call patient services for help. Patient noted that they have an appointment with their doctor next friday; agent advised patient to speak to their doctor about the sensations they are feeling. Patient stated that they have their stimulator on 24/7 and when they go without it, they hurt gradually. When asked for an event date; patient reported that the stinging started maybe a year ago and everything else just started happening within the last few months and is fairly new. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the implant heating, burning, stinging was the battery was worn out. The battery was going to be replaced and surgery was scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.